Event description:
It was reported that during a da vinci si procedure, the distal articulation of the monopolar curved scissors instrument was broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the tube extension was fractured next to one of the keys that mates with the proximal clevis and was missing a 0.225 x 0.250 inch piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The clinical risk evaluation performed on the health hazard assessment dated june 17, 2013 for the monopolar curved scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. Additional observations not reported by the customer were damages on the main tube. The main tube exhibited various scratch marks showing light material removal. The scratches were 0.170 - 0.280 inch in length and were not axially aligned with the main tube. The distal end of the main tube also exhibited micro-cracks in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. Evidence not conclusive but the tube extension and main tube scratches may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damages found during failure analysis could cause or contribute to an adverse event, if to reoccur.